Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead was capped and replaced on (B)(6) 2017 due to an unspecified issue. There were no adverse events with the lead revision. The patient was stable after the procedure.